Manufacturer narrative:
Product ID 39565-65 lot# va035nu010, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65 lot# va035nu010, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The impedance measurements were normal. It was stated that the patient was unable to adjust stimulation. It was stated that the programmer was displaying the "call your doctor " icon and an out of regulation (oor) condition. The patient had the device implanted three days prior to the report. It was stated that the patient initially felt stimulation and then he was not feeling stimulation when he got home. It was stated that the patient "moved around" and then felt stimulation. The patient had two programs. One at 1000pw/9v. The patient was feeling stimulation at this setting. When the patient communicated with the programmer he saw the oor message. On the clinician programmer they were seeing "half battery". Additional information received later that day reported that when stimulation was turned on the patient had a loss of therapeutic effect. The patient had been implanted on (B)(6) 2013 and the stimulation "seemed fine that day". The patient had "turned in bed the day after implant and "all of the sudden" he was not feeling stimulation. The patient received assistance to make sure the stimulator was on, but the patient still was not feeling stimulation. After implant the report "thought" that the patient was programmed at "2 cathode and 5 anodes". It was stated that the patient was "cranking it up and had good stimulation after implant". It was stated that the impedances were "fine at 500-700 ohms". The stimulation was turned down using the clinician programmer. Then the patient programmer was used to turn stimulation and they got the oor message. They re-interrogated the implant with the clinician programmer and it was showing the oor. Interrogated the implantable again with the clinician programmer and there was no oor showing. Interrogated with the patient programmer and no oor was showing on that either. They turned stimulation up with the patient programmer and the patient was "still not feeling much stimulation". It was stated that there was no falls or trauma that had occurred since implant. They tried reprogramming. Initially the patient was not feeling stimulation at all, but then the patient was feeling "some stimulation at 870 us, 9+v, with 3 cathode, 3 anodes programmed". The patient was at 50% charged. The patient did charge for 4 hours after implant. Additional information received reported that the patient was not feeling stimulation at 9.5v, 870pw. It was stated that the patient was "having trouble charging " the implant. The patient was going to meet with a company representative in two days and they were "likely going to order an x-ray". Additional information received reported that the patient had a loss of therapeutic effect. The patient's device had "not worked since implant". It was stated that the company representative was present post surgery and "tried to get things going, but it didn¿t work for her either and it was believed to be due to inflammation from surgery". It was stated that this was the sixth day post surgery and "it still was not working, and actually getting worse". It was stated that the implantable neurostimulator (ins) was "not taking a charge". It was reported that the trial had "worked perfectly". It was stated that the patient "does not know what to do now because he has an implant that does not work". It was stated that the patient was using a tens unit now to relieve the pain since the ins was not providing relief and he was not getting "much" sleep with the pain he was going through. It was noted that the recharge was charged. It was stated that the patient had been charging "since 3 a.m.". The recharger stated that the ins was charging, but it was only flashing the first quartile the entire time and it had not moved at all and he was not able to turn the unit on. It was stated that the patient attempted to move the antenna "many many times" to help with recharging. It was stated that the ins was "nearly dead when he got it". The patient did not turn on the ins after implant because he knew that it did not have a charge. It was stated that the patient was able to charge on (B)(6) 2013. It was stated that the patient thought that it would have been charged when implanted. The patient met with a company representative on (B)(6) 2013. The representative "put it up to level 9, cycle set at 60, set very high, but had little stimulation from it and it was not addressing the issue". It was stated that this"drained the battery". It was stated that the health care provider (hcp) gave the patient "no directive to the patient regarding recharging". It was stated that the representative "did not have anything to offer in regards to recharging issue". It was stated that the patient "did not know what to do and he was wondering if received a defective implant or possibly a defective unit". The patient used two spacers, but they he was using one and it did not help with coupling. The patient was trying to charge, but he was getting zero coupling bars. On (B)(6) 2013 the patient was getting 6 coupling bars. There was a record of the ins getting 8 coupling bars, but the patient never saw all 8. It was stated that the ins battery was empty and he was on program b. It was stated that the patient's leads were "exactly where the muscles were knotting and that was the problem the patient has been having for 18 months. It was stated that this was "horrible news" to the patient. It was noted that the patient was unable to sleep due to the pain. It was stated that the patient could not use his tens unit because of the device. It was stated that the incision was "cutting him up a little bit". It was not clear what that meant. It was stated that the patient was "not a happy guy". Additional information received reported that it was believed that the patient's lead had moved a "day or two" after implant. The patient was going in for a revision in two days. It was stated that they were unsure why the lead moved, but they did not anchor down the lead. Additional information received reported that there were x-rays taken that showed the lead "out of space". The lead was "put back in space" on (B)(6) 2013 via surgery. It was stated that the patient was "excellent" and "all product working and using". Additionally, it was noted that the patient had an x-ray taken on (B)(6) 2013. The lead had "pulled out of the epidural space". The physician did a revision and new anchoring of the lead on (B)(6) 2013. It was stated that the patient was getting "good stimulation coverage". No new devices were used except anchors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their ins was replaced because it was taking up to 6 hours to charge, and they had to do this 2 days a week. They mentioned that they could not handle this, so they finally got the ins replaced. The patient noted that they are unsure of the event date, but that it has tapered over the years. No further complications were reported or anticipated.